Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not recognizing cds until the drive had been opened and closed several times. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Engineering review the case details and found that the issue is a known event and is documented in a medtronic navigation anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed because the issue could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not recognizing cds until the drive had been opened and closed several times. No patient was present at the time of the event.